Manufacturer narrative:
The unit was received with intermittent act and up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly was noted. The device was received with minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that his insulin pump had a scroll around issue; he almost gave himself 20 units of insullin instead of 2. The patient's blood glucose at the time of incident was 164 mg/dl. The insulin pump was returned and replaced.